Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us / expiration date: 28-nov-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 01-jun-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) some resistance was experienced when the tether of the delivery system was pulled which caused the leadless ipg to become dislodged. The leadless ipg was successfully recaptured. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.